Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.